Manufacturer narrative:
Follow-up received on 22-feb-2016 from nurse: patients proximal tubes were somewhat enlarged from the essure coils. However, the coils were not evident near the serosa or perforated through the tube according to the operative report. Essure coils were removed by laparoscopy with bilateral salpingectomy (ovaries were not removed). Essure removal method: laparoscopy. In addition, health care professional stated that she could not answer whether continuous pain has resolved after the essure removal neither provide a causality assessment between the events and essure. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had continuous pelvic pain since 3-6 months post essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with device removal. Hospitalization was also reported. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pelvic pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. A product technical analysis is expected.

Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had continuous pelvic pain since 3-6 months post essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with device removal. Hospitalization was also reported. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pelvic pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 04-jan-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c35241, inserted in 2013. According to health care professional, patient who has no history of allergies, pregnancies, liver/kidney problems, does not smoke or consume alcohol and does not have any other relevant medical history; reported that since 3 to 6 months post essure placement two years ago, she has had almost continuous pelvic pain. On (B)(6) 2015, the essure coil was removed along with the fallopian tubes. There are no relevant tests/laboratory data. Follow-up information received on 14-jan-2015: essure was removed with ovaries. Follow-up information was received on 20-jan-2016. Bilateral salpingectomy was the procedure used for the essure removal. The operative report documented prior to the removal of the tubes did say that the fallopian tubes appeared normal. The proximal fallopian tubes were somewhat enlarged from the essure coil. The coils were not evident near the serosa or perforated through the tube. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had continuous pelvic pain since 3-6 months post essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with device removal. Hospitalization was also reported. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pelvic pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information was received on 20-jan-2016. Bilateral salpingectomy was the procedure used for the essure removal. The operative report documented prior to the removal of the tubes did say that the fallopian tubes appeared normal. The proximal fallopian tubes were somewhat enlarged from the essure coil. The coils were not evident near the serosa or perforated through the tube. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had continuous pelvic pain since 3-6 months post essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with device removal. Hospitalization was also reported. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pelvic pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since hospitalization and device removal were required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.